Event description:
A volume discrepancy was found at refill. The expected residual volume was 18 ml, the actual residual volume was 34 ml. The discrepancy was more than 25% specification. The pt did not report any symptoms. The pump was going to be checked again in a week. Additional info has been requested from the healthcare professional.

Manufacturer narrative:
(B)(4).